Event description:
The customer stated error code 1007, unable to process test, activated read failure occurred on the architect analyzer. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional architect reaction vessels (rv), list # 7c15-01, lots #68119p100 and 69008p100, expiration: n/a upon further review, an additional suspect rv lots, 68119p100 and 69008p100 were in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Tech support personnel attended a surgery with the star drive system in use for placement of a dbs lead. Surgeon was validating an improvement to the depth stop adapter. The depth stop adapter used to hold the dbs lead prior to placement damaged the lead - there was a short between two of the lead contacts. This was noted prior to lead placement. A new lead was used and placed successfully.

Event description:
In 2009, the pt reported his blood glucose has been elevated all day and he just noticed a large air bubble in the insulin cartridge of his infusion device. His readings have ranged from 219-268 mg/dl, and he woke up this morning with a reading of 55 mg/dl, which is lower than normal. He stated he ate breakfast and bolused only half of what he would normally bolus due to his low reading. He stated he changes his headset (competitor product) every 3-4 days. His cartridge of insulin has been in use for 1 week. He said he changed his headset earlier, but his readings have not decreased. He was being assisted in priming the air bubble out, but decided to change the cartridge in case the insulin had gone bad. On follow up with the pt eight days later, he stated, he thinks his elevated readings were due to a bad insertion site as, after he changed his site, his readings returned to his normal range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: architect reaction vessel lot 68119p100, device MFR. Date: 08/18/2008, expiration date: na. Architect reaction vessel lot 69008p100, device MFR. Date: 09/08/2008, expiration date: na. The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.